Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/04/2017. Device returned to manufacturer yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection with unaided eyes shows the lens case was received in open condition with no lens inside. Further examination shows that the lens was stuck inside the folding carton. The product was inspected using a 12x magnification, and shows some particles were observed on both sides of the lens surface. Visual inspection of the cleaned lens shows a single line scratch on the optic of the posterior side. The scratch was confirmed; however, how and when the scratch was introduced could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable as the lens was not used. If explanted, give date: not applicable as the lens was not used. All pertinent information available to the manufacturer has been submitted.

Event description:
Reportedly, during opening of the zcb00 19.5 diopter intraocular lens (iol) package, the technician noticed a scratch on the lens. The lens was not used. No further information was provided.